Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that a flash arced from the monopolar curved scissors (mcs) tip cover accessory (installed on the mcs instrument) and burnt the tip cover and the patient's ovarian tube. The initial reporter indicated that this was not an issue since the patient's ovarian tubes and ovaries were being removed as part of the planned surgical procedure. No further issues were reported and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to (B)(4) of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube. Engineering evaluation also found a char mark on the instrument proximal clevis, adjacent to one of the window features that exposes the clevis seal. The tip cover accessory used in conjunction with the mcs instrument during the procedure was returned. Per the customer reported complaint, engineering observed a hole burnt through the interface between the silicone and ultem sleeve. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole size is approximately .045 in diameter. A small tear was also observed on the distal end of the silicone tip. The tip cover hole position aligns with the char mark on the mcs instrument's clevis, which leads engineering to believe that the char mark is likely where energy escaped through the tip cover. Additionally, this event was initially reported via medwatch report number 2955842-2011-00418.